Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD), implanted 39 months presented at middle of life 2 (mol2) with an extended charge time of 21.5 seconds and a monitoring voltage of 2.88 volts. Boston scientific received subsequent information that the device went from eri to eol in one month. The device was explanted and will be returned for analysis.